Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for patellar clunk. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Arthroscopy performed, event is considered resolved. Doi: (B)(6) 2017. Doe: (B)(6) 2018; (right knee).

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.